Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant the right atrial lead began to exhibit high impedance, the pocket was closed. Sensing and capture were normal the patient was asymptomatic. It was noted that the physician experienced some difficulty inserting the lead into the connector. No intervention would be performed the lead would remain implanted and the patient would be monitored.